Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped into the 40 mg/dl range. The patient was disoriented and confused about what day it was and missed work. For treatment, paramedics arrived and made breakfast for the patient and gave candy to chew on. The pod was worn between 4 and 24 hours on the arm. The paramedics left after 30 minutes.